Manufacturer narrative:
H6: conclusion code remains unchanged. It should be noted that the gore® bioabsorbable hernia plug instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® bioabsorbable hernia plug instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. It should be noted that the gore® bio-a® tissue reinforcement instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. It should be noted that the gore® bio-a® hernia plug instructions for use states, ¿as packaged, the gore® bio-a® hernia plug is a tailorable, bioabsorbable material intended to be a temporary bridge of defects until the bioabsorbable nature of the device allows the body to fill the defect with native tissue. The device is comprised of a disk attached to multiple tubes. The implanted gore® bio-a® hernia plug is a porous fibrous structure composed solely of synthetic bioabsorbable poly (glycolide: trimethylene carbonate) copolymer. Degraded via a combination of hydrolytic and enzymatic pathways, the copolymer has been found to be both biocompatible and nonantigenic. In vivo studies with this copolymer indicate the bioabsorption process should be complete by six to seven months.¿ therefore, this gore device would not be expected to contribute to infection, beyond this timeframe. The gore® bio-a® hernia plug instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions may include, but are not limited to, infection, inflammation, adhesions and seroma formation.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh.¿these may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures.the above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
D2: added common device name. D4: added lot #, catalog #, expiration date, di #. G5: updated combo product field, added PMA/510k #. H4: added device manufacture date. H6: updated method code 1 and results code 1. B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant preoperative complaints: no information. Implant procedure: right inguinal herniorrhaphy with mesh. Implant: gore® bio-a® hernia plug with polypropylene mesh [2 pack] [gore polypropylene hernia mesh/ gore bioabsorbable hernia plug hppm01/04461792] implant date: (B)(6) 2006 (hospitalization dates unknown). ¿ (B)(6) 2006: (B)(6) center. (B)(6) md. Operative report. Preoperative and postoperative diagnosis: recurrent right inguinal hernia. Anesthesia: general. Complications: none. ¿ findings: ¿herniated preperitoneal fat through the internal ring.¿ ¿ procedure: ¿in the operating room, the patient was placed in the supine position. General anesthesia was induced without difficulty. The groin was shaved, prepped and draped in the usual sterile fashion using betadine. The previous incision was too high; therefore, an appropriate right groin incision was made after marcaine anesthetic was injected. Scarpa's fascia was divided using electrocautery. The external oblique muscle was extremely scarred. A division was made along the direction of its fibers, but the spermatic cord and vessels were adherent to the overlying muscular fascia. Sharp and cautery dissection was carried out. Eventually, the cord and vessels were mobilized off the pubic tubercle. There was a large amount of scar tissue around the cord and vessels as well; although good vascularity was preserved. There was herniated preperitoneal fat through the internal ring. There was no evidence of indirect hernia sac. The fat was reduced and the inguinal canal floor was intact. The bioabsorbable plug and marlex mesh patch were soaked in antibiotic solution. The plug was inserted into the ring and secured to surrounding tissue using interrupted suture to prevent migration. The onlay patch was then secured to the conjoined tendon superiorly and poupart's ligament inferiorly with interrupted suture. Tails were fashioned around the internal ring so as to promote easy egress of the cord and vessels. The tails were secured with interrupted suture. The cord and vessels were replaced in their anatomic position. The wound was irrigated. Hemostasis was evident. The wound was closed in layers using vicryl suture and skin staples and then cleaned and dressed sterilely. He tolerated the procedure well. He was given toradol. He was extubated in the operating room and taken to the recovery room in good and stable condition.¿ ¿ (B)(6) 2006: (B)(6) center. Implant sticker. ¿gore polypropylene hernia mesh¿. Ref catalogue number: hppm01. Lot batch code: 04461792. W.l. Gore & associates. ¿gore bioabsorbable hernia plug¿. Ref catalogue number: hppm01. Lot batch code: 04461792. W.l. Gore & associates. Explant #1 preoperative complaints: no information. Explant #1 procedure: debridement, right groin and mesh material. Explant #1 date: (B)(6) 2007 (hospitalization (B)(6) 2007 ¿ (B)(6) 2007: (B)(6) hospital. (B)(6) md. Operative report. Preoperative and postoperative diagnosis: right groin infection. Anesthesia: general. Complications: none. ¿ findings: ¿granulation tissue in a right groin incision from previous right inguinal hernia surgery. Granulation tissue extended to an area of mesh which required removal.¿ ¿ procedure: ¿the patient in the supine position. General anesthesia was induced without difficulty. Groin shaved, prepped, and draped in the usual sterile fashion using betadine. Previous right groin incision was opened and granulation/fistulous tract was removed. It was traced down to the mesh. This mesh plug was then grasped and removed. Hemostasis was obtained using electrocautery. The area was copiously irrigated with antibiotic irrigation. The wound was then closed in layers using vicryl suture. Cleaned and dressed sterilely. Tolerated procedure well. Was given toradol. Extubated in the operating room and taken to recovery room in good stable condition.¿ ¿ (B)(6) 2007: (B)(6) hospital. (B)(6) md. Pathology report. Final diagnosis: ¿a. Right groin fistula tract, excision: consistent with fistulous tract. Associated foreign body-type giant cell reaction. B. Right groin wound fluid: the specimen is sent to microbiology with a separate report to follow.¿ gross description: ¿a. The specimen is received in formaldehyde in a properly identified container designated groin fistula tract. The specimen consists of approximately 15 fragments of morphologic skin and soft tissues measuring, overall, approximately 6.5 x 5.0 x 3.0cm. ·the largest fragment is a segment of skin 6.0cm long by 1.2cm wide with subcutaneous fat to a depth of 2.0cm. At one end of the specimen, there is a tract which leads into the subcutaneous tissue. There is no gross malignancy. Crunchy firm material is present in some of the fragments. There is no gross evidence of malignancy. Rs-1 . B. The specimen is received in a properly identified container labeled right groin wound fluid for aerobic and anaerobic culture and gram stain. The specimen is submitted to microbiology for processing with separate report to follow.¿ microscopic description: ¿a. One block, one slide. Sections of skin and subcutaneous tissue reveal a sinus tract, lined by lymphocytes, neutrophils, a few eosinophils and plasma cells with surrounding granulation tissue. There is no evidence of malignancy. There are several surrounding foci showing foreign body-type material, surrounded by foreign body-type giant cells. There is no evidence of malignancy. B. The specimen is sent to microbiology with a separate report to follow.¿ ¿ (B)(6) 2007: (B)(6) hospital. (B)(6) md. Laboratory report. Culture wound. Specimen description: fluid right groin swab. Results: 1. Gram stain results: occasional wbc¿s. No organisms seen. 2. No growth 2 days. Explant #2 preoperative complaints: no information. Explant #2 procedure: right groin exploration. Removal of foreign body. Incision and drainage deep abscess. Explant #2 date: (B)(6) 2008 (hospitalization (B)(6) 2008 ¿ (B)(6) 2008: (B)(6) hospital. (B)(6) . Operative report. Preoperative and postoperative diagnosis: chronic right groin infection with infected mesh. Anesthesia: general. ¿ findings: ¿previous mesh hernia repair with chronic staphylococcus aureus infection. There is retained mesh in the medial portion of the wound and there was a deep small abscess cavity with granulation tissue.¿ ¿ procedure: ¿patient in the supine position, general anesthesia was induced without difficulty, marcaine anesthetic was injected to local skin and tissues. Previous right groin incision was excised and the draining sinus tract was traced down to the medial portion of the previous hernia repair. There was old mesh tissue that was grasped and removed along with the entire abscess cavity. Dissection was carried back to healthy normal tissue. The wound was irrigated. Hemostasis was evident. Antibiotic soaked iodoform gauze was inserted into the wound cavity. The wound was then closed in layers using vicryl suture. The skin was left partially open but somewhat approximated with skin staples to promote drainage. He tolerated the procedure well, was taken to the recovery room in good stable condition.¿ ¿ (B)(6) 2008: (B)(6) hospital. (B)(6) md. Pathology report. Final diagnosis: ¿right groin, mesh and skin: segment of skin with ulcer. Consistent with mesh.¿ gross description: ¿the specimen is received in formalin in a properly identified container designated right groin mesh and consists of three fragments of tissue , two are non-descript red and tan tissue measuring 2.0 x 1.5 x 1.0 cm. And 2.5 x 2.0 x 1.0 cm. Respectively. The third is an elliptical segment of skin measuring 4.5 x 1.5 cm. With a depression near one end and with subcutaneous fat measuring 6.0 x 3.5 x 2.5 cm. On sectioning the dimpled end of the specimen there is a linear space extending into the dermis which is 0.3 cm. Wide x approximately 0.8 cm. Deep. Two smaller pieces cut with a gritty sensation and synthetic graft material is visualized.¿ microscopic description: ¿one block, one slide. Sections exhibit a segment of skin and a portion of mesh. There is a ulcer of skin extending to the dermis, filled with inflammatory exudate. There is no evidence of dysplasia or malignancy. Sections of the mesh area exhibit frequent foreign bodies surrounded by single or multinucleated giant cells. There is no evidence of neoplasia or malignancy.¿ explant #3 preoperative complaints: ¿ (B)(6) 2010: (B)(6) hospital. No provider listed. Laboratory report. Culture and gram stain, wound. Specimen description: right groin. Results: gram stain results: no wbc¿s seen, rare gram positive cocci. Moderate coagulase negative staph. Few diphtheroids. Explant #3 procedure: removal of foreign body, (inguinal hernia mesh) right groin. Explant #3 date: (B)(6) 2010 (hospitalization (B)(6) 2010. ¿ (B)(6) 2010: (B)(6) hospital. (B)(6) md. Operative report. Preoperative and postoperative diagnosis: retained mesh, right groin. Anesthesia: general. ¿ findings: ¿external opening with granulation tissue, retained mesh in the right groin. No obvious purulent material.¿ ¿ procedure: ¿the patient in supine position. General anesthesia was induced without difficulty. He received perioperative antibiotics. Groin shaped, prepped and draped in the usual sterile fashion using betadine. Previous incision was opened. Subcutaneous tissue was divided. Spermatic cord and vessels were swept off the pubic tubercle and a penrose drain was passed around these. The spermatic cord was mobilized. With great difficulty, the granulation tissue tract was traced down to the floor of the inguinal canal. Retained mesh was grasped and removed in pieces. The wound was irrigated, hemostasis was evident. There was no other retained foreign body obvious. The area was packed with iodoform gauze, cleaned and dressed sterilely. He tolerated the procedure well, was extubated in the operating room, taken to the recovery room in good and stable condition.¿ ¿ (B)(6) 2010: (B)(6) hospital. (B)(6) , md. Pathology. Final diagnosis: ¿right groin, foreign body: foreign body (fine wire mesh) associated with fibrovascular tissue with chronic foreign body type granulomatous inflammation.¿ gross description: ¿the specimen is received in formaldehyde in a properly identified container designated right groin foreign body. The specimen consists of four irregular segments of reddish-brown firm tissue ranging in size from 1cm to 3 x 1 x 0.7cm. Each specimen contains fine wire mesh. Representative sections are taken in one cap.¿ microscopic description: ¿one block, one slide. Sections exhibit segments of fibrovascular tissue with foreign body type granulomatous inflammation. There are moderate infiltrates of lymphocytes and plasma cells in the supporting stroma. There is no evidence of neoplasia or malignancy.¿ ¿ (B)(6) 2010: (B)(6) hospital. No provider listed. Laboratory report. Microbiology. Specimen description: bilateral nare. Results: no methicillin resistant staph aureus (mrsa) recovered. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® bio-a® hernia plug instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® bio-a® hernia plug instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product identification records for the alleged gore device were not provided. Therefore, a review of the manufacturing records could not be performed. It should be noted that the gore® bio-a® tissue reinforcement instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® bio-a® tissue reinforcement instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Event description:
It was reported to gore that the patient underwent open right inguinal hernia repair on (B)(6) 2006, whereby a two gore® bio-a® tissue reinforcement devices were implanted. The complaint alleges that on (B)(6) 2007 and (B)(6) 2008, additional procedures occurred whereby the gore devices was explanted. It was reported the patient alleges the following injuries: removal of infected mesh, chronic right groin infection, removal of abscess cavity, draining sinus tract was traced down to previous hernia repair. Additional event specific information was not provided.